Manufacturer narrative:
Product event summary: analysis found that there were three lines missing in the lower display. It was also found that five screws and the bail and ring attachments were missing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The external pulse generator (epg) that was returned for routine service subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.